Event description:
It was reported on (B)(6) 2015 by a female consumer that she experienced eye irritation during contact lens wear and sought medical attention. It was reported that the doctor informed that the patient¿s eye had a little ¿skin¿ in the eye that got in touch with the contact lens and it caused eye irritation. The diagnosis provided to the consumer was retinal inflammation. It was also reported the consumer discontinued contact lens wear and was prescribed an unspecified antibiotic eye drop. The consumer also reported that she would return to the ophthalmologist and that he would evaluate the ocular region again.

Manufacturer narrative:
The device was not available for evaluation. The lot number was not provided. An investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).